Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to heat. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue (unable to initial battery charging) was identified.